Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin flow blocked. The blood glucose value was 19 mmol/l. Customer treated with insulin injection for high blood glucose. Customer stated that they were tried all the remedies. Customer was advised to revert the backup plan. The product will return for the analysis.

Manufacturer narrative:
The pump passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted during testing. (B)(4).